Event description:
It was reported that the right atrial (ra) lead had low impedances due to a suspected insulation failure. It was also noted that the patient was experiencing pectoral stimulation. It was also reported that the right ventricular (rv) lead was exhibiting higher thresholds. Replacement of the ra and rv leads has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.